Manufacturer narrative:
H3: product analysis concluded that there was no fault found with the device. H6: previously applied codes of fdm b21 and fdr c21 are no longer appliable. Previously applied additional code of img g02005 is no longer applicable. H3: product analysis for product ID: nim4cpb1, serial/lot number: p2333230/227526127 found that the reported issue was not confirmed however the lid was worn or damaged. H6: fdr c0601 applicable for product ID: nim4cpb1, serial/lot number: p2333230/227526127. Additional code of img g04037 is applicable for product ID: nim4cpb1, serial/lot number: p2333230/227526127. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot number: unknown. H3: analysis of these devices are not completed as on date of this report. A follow-up report will be submitted when analysis is complete. Additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot number: unknown. Section e: follow-up is being formed to known the initial reporter details. A follow-up report will be submitted once information is received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure, the nim system was not responding properly. The nim did work for a few seconds, once the system answers again to the stimulation, but it was not always like that. Attempted to stimulate the nerve manually, and it worked, even though the nim was not responding properly. The procedure was completed with the reported products. There was no patient impact.

Manufacturer narrative:
H6: previously applied code of d1102 is no longer applicable. H3: product analysis for product ID: nim4cpb1, serial/lot number: (B)(6) was updated and found that the reported issue was confirmed, while disassembling several connector pins of the afe board were found to be loose, the patient interface pcb had failure and the lid was worn/damaged. H6: codes of fdr c0208, fdc d02 and fdc d1102 are applicable for product ID: nim4cpb1, serial/lot number: (B)(6). Previously applied additional code of img g02005 and additional code of img g0403401 are applicable for product ID: nim4cpb1, serial/lot number: (B)(6). The initial analysis for product ID: nim4cpb1, serial/lot number: (B)(6) included incoming inspection details, during which the device was tested for functionality and visual damage. However, upon disassembly, a detailed inspection of the device uncovered internal issues, such as loose connector pins and pcb failure. It is possible that the device functioned as intended while clamped together and assembled, but it its operation was not reliably dependable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot number: (B)(6)/227526127 and UDI: (B)(4). Above details were updated based on the additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that there was usage of general anesthesia during the procedure and there was no usage of muscle relaxant.